Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material on light guide lens. A root cause for the no image event could not be identified. Based on the results of the investigation, the most likely cause was also not established. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.